Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. There was a flickering image when a fog test was performed. In addition, the channel was leaking, and the glue was chipped affecting insulation. The light guide lens was peeling. The were tear marks on the forceps passage and there was leaking. The water channel was clogged. There were multiple buckles on the light guide tube cable. The customer label was blocking the olympus label. The glue was peeling on the objective lens. The insertion tube had a buckle near the protector boot. The control body had the name plate missing. It was recommended the control knob be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a procedure, there was no image while using the evis exera ii ultrasound gastrovideoscope. During the evaluation, it was noted the light guide cover glue was peeling. No patient harm reported. This report is to capture the reportable malfunction of the peeling light guide cover glue noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Considering the year of manufacture of the equipment, there was a possibility of peeling due to deterioration over time. Alternatively, it was likely that the phenomenon occurred due to the application of an external force such as strong rubbing against the relevant part during normal use including reprocessing due to long-term use. The instructions for use (IFU) provides the following guidelines: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities.